Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. On the patient rate histogram, rates below the base rate were noted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.